Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 22:55:56. During night drain cycle one, the patient's ultrafiltration reading was 2662ml, indicating the home patient (hp) drained 2662ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is an ancillary service event, and was determined to be a duplicate of (B)(4). Refer to manufacturer report number 1423500-2012-09305 for the investigation. If any additional information is received, a followup will be sent

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.